Event description:
It was reported that the left latch bars have become stuck underneath the cams so the release handles will not work properly. No incident occurred. No injury. This was discovered during routine inspection.